Event description:
A site reported to rxsight that a capsule tear occurred during implantation of a light adjustable lens+. The lens was implanted in the sulcus and a vitrectomy was performed. No additional information is available regarding the reported event.

Manufacturer narrative:
Manufacturing records were reviewed and found no deviations, non-conformance's, or other manufacturing issues related to the reported event. Manufacturer reference#: (B)(4).